Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) assisted the cg to cycle power to clear the alarm. The tsr assisted the cg with troubleshooting and advised the cg that air entered the cassette during therapy. The tsr instructed the cg to start over with new supplies. On (B)(6) 2011, product surveillance contacted the home patient (hp) who stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp confirmed he started over with new supplies and continued therapy. The hp verified that there were no loose connections, disconnections or defects with the supplies. The hp confirmed there was no injury or medical intervention as a result of this incident. The hp stated that he was doing fine and continuing therapy without issue.